Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the module and found leaky cell rinse tubes and rusty vacuum valves, which caused the cells to overflow. He replaced the parts and confirmed that the module was again performing according to specifications. The investigation determined the event was due to a component failure. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable hba1c, rf-ii, trsf2, iron2, ggts2, ldhi2f, ua2, and other assay results from multiple patient samples tested on the cobas 8000 cobas c 502 module. The following are examples of discrepant results: on (B)(6) 2025: patient sample 1 hba1c the initial result was 7.63%. The repeat result was 5.20%. Patient sample 2 rf-ii the initial result was 176.6 iu/ml. The repeat result was 632.0 iu/ml. Patient sample 3 trsf2 the initial result was 25.46 mg/dl. The repeat result was 205.06 mg/dl. Patient sample 4 iron2 the initial result was 1.86 umol/l. The repeat result was 11.63 umol/l. Patient sample 5 ggts2 the initial result was 21 u/l. The repeat result was 98 u/l. On (B)(6) 2025: patient sample 6 ldhi2 the initial result was 244.8 u/l. The repeat result was 806.2 u/l. Patient sample 7 ua2 the initial result was 99.1 umol/l. The repeat result was 426.1 umol/l.